Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the warnings portion of the device instructions for use, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition as noted in the precautions section of the device instructions for use, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3 cm movements, to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. The patient information and the event date were not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: in fact, when removing the guide of the flexible ureteroscope, the sheath of the guide has peeled, which could have caused serious consequences for the patient. We could not recover the device involved. No patient complications.